Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) failed final pack testing, following its previous release to the field, due to a 45 second charge time, despite battery voltages which coorespond to a beginning of life (bol) battery status.